Event description:
This correspondence is to inform you of a complaint lifescan received on june 21, 2008, from USA, in which a reporter alleged that the pt had inaccurate high blood glucose readings on her roche accu-chek meter. This complaint was classified as non-reportable by lifescan since there is no evidence, as confirmed by a lifescan medical affairs specialist, that a lifescan device contributed to the patient's injury. The reporter claimed the pt became hypoglycemic, and was treated in an emergency room/hospital with IV fluids. The reporter did indicate that a blood glucose reading of 26 mg/dl was obtained on the hospital meter.